Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. The returned imagery showed the patient anatomy. It also showed the liner punctured with partially exposed strut. Regarding the access vessel characterization, the vessel diameters had presence of calcification and tortuous. The left access vessel has an mld of 4.6mm, which is below the recommended mld of 5.5mm per IFU and training manual for 14f esheath. The related work orders were reviewed, including components which could have contributed to the complaint event. These work orders did not reveal any related issues that could have contributed to the reported events. A review of complaint history from january 2019 ¿ december 2019 revealed other returned complaints for the esheath introducer sheath (all models and sizes) for the related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  Multiple complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed december 2019 control limit for the related trend category. A review of complaint history from january 2019 ¿ december 2019 revealed no additional related complaints. No associated product or engineering evaluation codes were identified. The occurrence rate did not exceed the december 2019 control limit for the related trend category. During manufacturing, the sheath and components were 100% visually inspected under magnification. Furthermore, after sterilization, sheaths were inspected and tested under a sampling basis during product verification (pv) testing. The verification included expander insertion force testing, as well as seam inspection pre- and postexpansion testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The esheath IFU, s3u commander preparation training manual, and s3u commander procedural training manual were reviewed for guidance/instruction involving the esheath and delivery system usage. No IFU/training deficiencies were identified. The resistance and puncture complaints were confirmed based on the provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported ¿the patient had adequate vessel diameters, but was moderately tortuosity and calcified in the area that the sheath unexpectedly split and unexpanded valve strut protruded.¿ per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible¿ and precaution ¿should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of 14f esheath introducer set respectively¿. Imagery shows tortuosity, calcification, and mld of 4.6mm in the access vessel. Tortuosity provides a difficult pathway for the delivery system to navigate while calcification couples with a small vessel diameter can constrict sheath expansion during delivery system insertion. Both tortuosity, calcification, and small mld can contribute to resistance during insertion of the delivery system. As reported ¿at the left distal common iliac, two struts of the unexpanded valve likely caught on calcium at a bend and exited the seam of the sheath.¿ it is likely that interaction of the thv with native calcification coupled with the aforementioned resistance caused bending of the valve struts and consequently puncturing of the liner. Available information suggests that patient factors (access vessel tortuosity/calcification) and/or procedural (excess manipulation) contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was identified, no corrective/preventative actions are required. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) is not required. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the respective trend categories. Since no manufacturing nonconformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Per medical records received, on ¿preoperative CT scan, both of the iliac arteries are moderately calcified, worse on the right that the left. However, the left iliac is more tortuous the less calcified¿, so it was decided to use the delivery sheath on the left side. Upon removal of the devices the patient became profoundly hypotensive.  Angiography of the iliac bifurcation showed extravasation of contrast from the left common iliac artery, consistent with laceration/perforation.  Two stent grafts were deployed in the iliac artery and blood transfusion was given to the patient. The patient responded well and repeat angiography demonstrated satisfactory containment of the bleed. Given the patient¿s age and multiple comorbidities, it was decided to ¿abort the tavr procedure until the patient was more stabilized¿. The patient was then transferred to ICU. Initially the patient was stable, but shortly before one hour the patient became hypotensive and then coded. The cardiac arrest was ¿likely secondary to bleeding¿ and the patient¿s condition [was] considered to be potentially reversible¿.   CPR was initiated; however, the patient¿s ¿spouse and family were at bedside and they did not wish any heroic measures because the patient¿s health had been on the decline over the last several months, especially in light of the patient¿s age and multiple medical problems.  Code was then terminated¿ and the patient was pronounced deceased.  Pre-operative CT scan reported minimum left common iliac artery diameter was 7.2 mm, the minimum left external iliac artery diameter was 5.1 mm, the minimum left common femoral artery diameter was 4.1 mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4).  Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. This report is for the sheath event.

Event description:
As reported by the field clinical specialist (fcs), during advancement of the 26mm sapien 3 ultra valve and commander delivery system through the 14f esheath, at the left distal common iliac, two struts of the unexpanded valve likely caught on calcium at a bend and exited the seam of the sheath.  Upon system removal the iliac artery was disrupted, causing an extravasation and blood pressure drop.  2 covered stents were deployed, and the patient was stable. It was reported that three to four hours later that the patient had died. The cause of death is unknown at this time. It was noted this might have been avoided if they would have used a 16f sheath initially to reduce the push force, or possibly pre dilated the entire iliac.  The 14f esheath was positioned with minimal issues over a stiff lunderquist wire, and propofol was injected into the sheath as a lubricant before system insertion.  The patient had adequate vessel diameters, but was moderately tortuous and calcified in the area that the sheath unexpectedly split and the unexpanded valve strut protruded.